Manufacturer narrative:
Investigation summary: "material #: 364391. Lot/batch #: 1181269. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed as a black material can be seen in the syringe barrel. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode [xx]. Bd was not able to identify a root cause for the indicated failure mode. The type of foreign matter could not be identified from the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd preset¿ eclipse¿ contained foreign matter. The following information was provided by the initial reporter: "the customer's report is that an eraser shaving-like fm was found inside the syringe."